Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following : there was a superolateral dislocation of the left hip arthroplasty. There was suspected lucency at the medial bone - cement interface of the custom acetabular implant. No other complications related to the reported event were noted. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00642.

Event description:
It was reported that in an unknown timeframe, the patient has elected to undergo a revision due to continued dislocations. A revision date has not been reported. Attempts have been made and no further information has been provided.